Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming pump error 130 again after calling 20 minutes ago to report the same incident. The customer received 60 pump error 130 alarms since 1 a.m. The customer was able to rewind the insulin pump. The displacement test and self-test passed. Customer's blood glucose level was 157 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.